Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis and was hospitalized on the same day as onset of the event. The breach was further specified as the patient's care giver was changed. The event was manifested by cloudy pd effluent. On the same day as onset, the patient began treatment with meropenem intraperitoneally (1 g, once a day for 21 days), vancomycin intraperitoneally (1 g, every fifth day for 21 days) and amikacin intraperitoneally (500 mg, once a day for 21 days). On the same day as onset of the event, the caregiver was retrained. Two days after onset, the patient's pd fluid was clear and the patient was recovered. The following day the patient was discharged from the hospital. Pd therapy was ongoing. Additional information is not available.